Event description:
The customer reported that when he attempted to bolus through the bolus wizard as he was entering the carbohydrates, the insulin pump was making a strange noise. The customer stated that the insulin pump is not delivering insulin, and his blood glucose has been high for the past three days. Troubleshooting was declined and the customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.